Manufacturer narrative:
The product investigation was completed. Device evaluation details: visual analysis of the returned sample revealed a hole and reddish material in the pebax. A magnetic sensor functionality test was performed, and the device was visualized and recognized correctly; no magnetic issues were observed. However, the blood found inside the pebax area may contribute to the magnetic issue. A manufacturing record evaluation was performed for the finished device 30807994l number, and no internal action was found during the review. The magnetic issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole on the pebax with reddish material. The finding was identified on 23-sep-2022. It was initially reported by the customer that the catheter had a problem with displaying on the screen during ablation; the catheter would show jumping on the screen and going in and out of visibility at different locations. The cable was replaced without resolution. The catheter was replaced, and the issue was resolved. The case continued. The issue was catheter-related. The carto® 3 system is operating per specs and is not responsible for the product issue. No patient consequences were reported. Visualization issue is not MDR-reportable. Hole in the pebax is MDR-reportable.